Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation. The head and liner were removed and replaced. It was further reported patient underwent revision procedures on (B)(6) 2014 and (B)(6) 2014 due to dislocation caused by patient anatomy.

Event description:
It was reported a patient underwent a left total hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation. The head and liner were removed and replaced. It was further reported that a revision has been indicated for dislocation caused by the patient¿s anatomy; however, no revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08804 /-08805).